Event description:
It was reported that during patient use, the ht70 ventilator display lights was giving an alert. The alarm had no sound, and the unit did not stop cycling. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The membrane top was received for evaluation. A visual inspection was performed, and it was observed that the switch panel had a crease which caused the alarm silence button dome to be in constant contact with the traces. It is unknown where this bend occurred. The switch panel was installed into a test ventilator, and the unit was allowed to alarm. The alarm was audible, and the alarm silence button was pushed several times, and it was found to be operating per specifications. The customer reported malfunction could not be duplicated.